Manufacturer narrative:
D4 & h4: server serial number not available. Upon investigation of the actual device used in this incident, it was determined that patients were not crossing over. A technical support specialist (tss) dialed into the server and ran a site down. The tss observed no delays or disconnected flags; the patient example appeared on the server as admitted. The tss found that only three stations were on critical override. The system functioned as intended after the technical support specialist verified the device. The customer confirmed the issue was resolved after the tss reached out and reported being able to see the patient in question as admitted and not seeing any server delays.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient was not crossing over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.